Event description:
The customer reported near-misses caused by use errors for two patient treatments. There was no malfunction. No patients were impacted. Each patient had two target sites for treatment and the intention was to contour one target on one CT set and the other target on another CT set. By mistake both target volumes were contoured on the same CT set. Consequently, one of the plans was created on the wrong CT with an incorrect patient position. The plan was almost delivered to the patient, but the mistake was discovered at the linac before treatment as the setup instructions did not match with the position on the cbct.

Manufacturer narrative:
The customer uses raystation together with raycare. They were using two raycare case plans for the same raystation case and quote this as a contributing cause of the use error. There is no support for raycare case plans in raystation. This is as designed and described, but adding support for raycare case plans in raystation could potentially make similar use errors less likely for raycare users. However, very few raystation use raycare, so this would be ineffective for most users. In the event that incorrect patient setup instructions are used at delivery, this could lead to local over-dose in a risk organ and/or too low dose to the intended target.

Event description:
Follow-up of report rsl MDR: 3007774465-2023-00035 126971 (B)(6) potential safety issue. The customer reported near-misses caused by use errors for two patient treatments. There was no malfunction. No patients were impacted. Each patient had two target sites for treatment and the intention was to contour one target on one CT set and the other target on another CT set. By mistake both target volumes were contoured on the same CT set. Consequently, one of the plans was created on the wrong CT with an incorrect patient position. The plan was almost delivered to the patient, but the mistake was discovered at the linac before treatment as the setup instructions did not match with the position on the cbct.